Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported a burning sensation which then stopped. When asked to clarify, the patient was referring to the urgency to go to the bathroom itself; the burning sensation is like in their urinary tract or whatever when they have to go to the bathroom. Apparently the device is doing pretty good, seems to be working, and is controlling the patient's symptoms well. Patient feels a sharp pain on their right side and said the right side is the permanent one right now. They further said it was like somebody was sticking them with a needle, when the healthcare provider (hcp) was finding the right nerve above the tailbone. They are experiencing pain right about where the ens was installed. They recalled feeling it just awhile ago when they were eating breakfast at a restaurant; they felt a really quick sharp pain. The pain has now subsided and they are just feeling the fluttering (stimulation). They were wondering why they felt the pain so they were redirected to their hcp. Two days later, patient had an allergic reaction to the bandage which caused blisters; they said they went to their hcp. The next day, they were at the emergency room (ER) and they determined the issue was an infection; they patient is currently talking to their hcp. No device issue was reported and no further patient complications have been reported as a result of this event.